Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had rewind anomaly. The customer stated that the motor sounded louder during rewind, battery was depleting faster and the buttons had to be pressed harder. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Retainer ring = black on 11/19/2021. The customer alleged charge/battery lasts less than expected, rewind anomaly, and unresponsive keypad alarm. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay and cracked keypad overlay identified during the visual inspection. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history, these battery related alarms were found: insert battery alarm on (B)(6) 2021 at 20:16:20, on 11/19/2021 at 09:48:57. Pump passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No confirmed motor motion alarms in the pump downloaded history. No stuck key alarms found in the history files. Pump passed the keypad voltage test. The electronic assemblies and motor assemblies were inspected, and moisture damage was noted on the motor contact. Motor was taken to the test bench where it rewound with no errors or alarms noted. No unexpected motor anomaly, stuck key, nor insert battery alarms during testing. In summary, pump passed required testing. Customer alleged for charge/battery lasts less than expected was not confirmed. Customer alleged for rewind anomaly was not confirmed. Stuck button alarm not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.